Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The depth gauge tube was attached to the device uncut keeping the needle from being exposed. The actuator appears to have been actuated, but not fully. The anchors are attached to the needle. The t1 anchor has been pushed backwards beyond the needle dimple. The t2 anchor has been pushed forward against the t1 anchor. A functional evaluation revealed the device could not be functioned as intended due to anchor being pushed backwards beyond the needle dimple. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received by reporter has confirmed there was no breakage of the device within the patient. The event was a t1 anchor that did not deploy from the device and thus, could not be used in the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy the ultra fast-fix could not be detached from the setting instrument and the device broke inside the patient. The pieces were removed from the patient by using tweezers. The procedure was completed without a significant delay using a back-up device. No other complications were reported.